Event description:
Patient undergoing dialysis fistulogram procedure. Intended equipment was a mustang 6mm x 4mm pta (percutaneous transluminal angioplasty) balloon, verified size and confirmed product expiration dates on packaging. Once procedure started, physician and team realized burst pressures were not correlating with label within the package and box. The actual balloon used was a mustang 8 mm x 4 mm instead of intended 6mm x 4mm pta balloon. This caused minimal leakage from this segment with small area hematoma afterward.